Event description:
Information was obtained that the high impedance observed in the programming history database was from when the generator was still in packaging and several months prior to the device being implanted. High impedance is an expected event while the product is in packaging as it is not connected to a lead and patient. It was confirmed that once the device was implanted, high impedance was no longer observed on the generator.

Event description:
During a programming history database periodic review, low output current and high impedance was noticed on a system diagnostic test on a generator. No surgical intervention has occurred to date. No additional or relevant information has been received to date.